Manufacturer narrative:
Based on the additional information provided, kci's determination remains the same it cannot be determined that the allegations that the patient's wound had developed slough and a wound infection are related to the activ.a.c.¿ therapy (system).

Event description:
A manufacturing records review completed on jun 12 2017 for the sensat.r.a.c.¿ dressing lot no. 510119235 indicates all end release testing of the product and packaging met specifications. A manufacturing records review completed on jul 3 2017 for the v.a.c.® simplace¿ dressing lot no. 3103906 indicates all end release testing of the product and packaging met specifications.

Manufacturer narrative:
Based on information provided, kci cannot determine that the allegations that the patient's wound had developed slough and a wound infection are related to the activ.a.c.¿ therapy (system). Kci quality engineering found no evidence of an operational malfunction with the unit. Kci has made multiple attempts to gather further information, but no information was been received. Device labeling, available in print and online, states: infected wounds should be monitored closely and may require more frequent dressing changes than non-infected wounds, dependent upon factors such as wound conditions, treatment goals and instillation therapy parameters (for the v.a.c. Instill¿ system). Refer to dressing application instructions (found in v.a.c.® dressing cartons) for details regarding dressing change frequency. As with any wound treatment, clinicians and patients/caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection, worsening infection, or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and/or orthostatic hypotension or erythroderma (a sunburn-like rash). If there are any signs of the onset of systemic infection or advancing infection at the wound site, contact the treating physician immediately to determine if v.a.c.® therapy should be discontinued. Dressing changes wounds being treated with the v.a.c.® therapy system should be monitored on a regular basis. In a monitored, non-infected wound, v.a.c.® dressings should be changed every 48-72 hours, but no less than 3 times a week, with frequency adjusted by the clinician as appropriate. Infected wounds must be monitored often and very closely. For these wounds, dressings may need to be changed more often than 48-72 hours; the dressing changing intervals should be based on a continuing evaluation of the wound condition and the patient's clinical presentation, rather than a fixed schedule. Ensuring dressing integrity: it is recommended that a clinician or patient (in the home) visually check the dressing every two hours to ensure that the foam is firm and collapsed in the wound bed while therapy is active. Maintaining a seal: -for delicate periwound tissue or in areas that are difficult to dress, apply protective skin preparation and frame the wound with transparent film or hydrocolloid dressing or other appropriate barrier. -position the dressing tubing on flat surfaces and away from the perineal area, bony prominences or pressure areas. Note: if a leak source is identified, patch with additional drape to ensure seal integrity. V.a.c.® therapy may not be off any longer than two hours per day.

Event description:
On may 08 2017, the following information was reported to kci by the patient's family member: the family member stated that patient was at the physician's office with the "nurse" due to the unit not functioning properly. On may 08 2017, the following information was reported to kci by the physician assistant: the unit was allegedly fluctuating in pressure. The dressing was compressed, but drainage was "pooling" under the dressing and the wound had deteriorated. On may 09 2017, the following information was reported to kci by the physician assistant: the patient was seen in the clinic and it was noted to have slough in the wound that was caused by an infection that had developed. The unit was allegedly not maintaining pressure and not alarming. The wound was cultured and came back positive for an infection and the patient has been placed on antibiotics. No further information has been provided. On apr 06 2017, the device was tested per quality control (qc) procedure by kci field service, and the unit passed the qc checks and met specifications. On (B)(6) 2017, the device was placed with the patient. On may 25 2017, the device was tested per qc procedure by kci quality engineering, and the unit passed the qc checks and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.